Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the exalt model d scope and report number 3005099803-2024-05410 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d controller was used with an exalt model d scope during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of stones in the common bile duct. During the procedure, the screen turned purple. The exalt controller was turned on and off, unplugged and plugged back in but the issue was not resolved. The light source stopped working and no picture came on the screen. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.